Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-3515h drill sleeve had an issue, the tip of the sheath bent whenever it touched the bone. This was discovered during use with no impact to the patient. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpacked ar-3515h was received for investigation. Visual inspection identified that the distal end of the c8967-01 tube was both dented and broken. The width of the tube was assessed using digital micrometer ID: 224 and was identified to meet design specifications. Due to extent of the damage present, the ID and od of the breakage site could not be assessed. The cause remains undetermined.